Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported by the surgeon that during surgery the tip of the forceps broke without applying pressure. There was no harm to the patient and no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation has shown that one forceps arm is indeed broken off as complaint description indicates. The broken arm of the forceps shows signs that it became bent before breakage. Additional investigation had shown that the instrument was manufactured in december, 2012 according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and is likely the result of high applied mechanical forces. No abnormal findings were identified. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.